Manufacturer narrative:
The user reported a high glucose event on (B)(6) 2025 around 04:00 am where user's sg was 121 mg/dl and bg was around 65 mg/dl. A review of the data management system (dms) confirmed the sg value on (B)(6) 2025 at 05:57 am, however no bg was entered in the system. A review of the alert history indicated that the user did not receive a low glucose alert around the reported time as user's sg was above the user-set low alert threshold of 65 mg/dl. The user did not seek medical treatment and resolved the event by eating some sugar. The user's hcp was not aware of the event and user was advised to follow up with the hcp for further medical guidance. In an associated case for the user's complaint about sensor inaccuracy, a review of the dms data revealed optical instability that most likely contributed to the inaccuracies observed. Following the sensor re-link performed by the user on (B)(6) 2025 with the assistance from customer care, the raw sensor data showed that the transient optical instability gradually recovered. A review of data from the two weeks following the event confirmed a good agreement between sg and bg values. B4. Date of this report 21 august 2025. G3. Date received by the manufacturer? 21 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: (B)(6) 2025 around 4:00 am where user's sg 121 mg/dl and bg around 65 mg/dl. After dms review, we confirmed the following information at the time of the event: (B)(6) 2025 4:00 am was sg 121 mg/dl and bg not entered. After dms review, we confirmed that the user didn't receive a low glucose alert at the time of event because the sg never went below the alert level. User didn't seek for medical treatment. User resolved the event by eating some sugar. User's hcp isn't aware of the event, user was advised to follow up with the hcp for further medical guidance.